Event description:
It was reported that attempting to straight catheter patient. Nurse tech opened intermittent sterile kit and started unfolding paper or wrapping when it was noted that catheter was on the outside of the paper or wrapping. Could not open last fold of paper without contaminating catheter or breaking sterility. Second kit was obtained. Second kit also had part of catheter on top of paper or not in tray. The nurse tech was able to carefully, and slowly, slide the paper or wrapping open without contaminating catheter. Concerned that there were more kits packaged this way and that there would be waste and or patients straight cathed with contaminated catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect line clearance / inadequate work station for operation ". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that attempting to straight catheter patient. Nurse tech opened intermittent sterile kit and started unfolding paper or wrapping when it was noted that catheter was on the outside of the paper or wrapping. Could not open last fold of paper without contaminating catheter or breaking sterility. Second kit was obtained. Second kit also had part of catheter on top of paper or not in tray. The nurse tech was able to carefully, and slowly, slide the paper or wrapping open without contaminating catheter. Concerned that there were more kits packaged this way and that there would be waste and or patients straight cathed with contaminated catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.